Manufacturer narrative:
Analysis of the pump found no anomalies. Conclusion code no longer applies.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving dilaudid 10 mg/ml at 3.2 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as postlaminectomy pain and spinal pain. It was reported that a pump replacement occurred due to suspected overinfusion. The event date was unknown. The pump was explanted on (B)(6) 2016. At the pump replacement, the patient told the company representative that the catheter may be leaking and they were planning to check the catheter. The pump was read and not alarms or motor stalls were in the logs. There were no previous dye studies noted in the patient¿s history. There were no environmental, external, or patient factors that may have led or contributed to the issue. The logs read found nothing out of the ordinary. The plan per the fellow and doctor was to position the patient supine and check the catheter, but only replace the pump. They also planned to do cx¿s as the past few visits the patient was complaining of pain at the pump site and swelling. The healthcare professional was not able to aspirate the catheter. The patient was consented only for pump replacement. A back table prime was done and original catheter was left as is. The dose remained the same. The doctor was told the pump may be overinfusing by the managing healthcare professional. The expected residual volume (erv) was 5.8 ml and the actual residual volume (arv) was 5.2 ml. The doctor was made aware and the dose was left as is. The issue was not resolved at the time of report. The patient¿s status at the time of report was alive - no injury. Cultures were taken and the pump was replaced. The doctor stated they may have the patient come back at another date and in the main operating room (or) to attempt another dye study and/or replace/revise existing catheter if needed. Additional information was received from a company representative. The patient¿s blood work was done and the doctor did not feel it was infected. Clinic notes state they suspected a possible leak in the catheter. The plan was only to replace the pump as there was concern on overinfusing. Although there was a mention once a question on over infusing in notes, all expected residual volumes and actual residual appear to be very close per the fellow. If the doctor feels there is a possible issue with the catheter moving forward, they will address it on another visit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.